Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump had emitted frequent loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2015 with the following findings: a review of the pump¿s black box showed one cs 163 no cartridge detected alarm. During testing, the pump successfully performed the ezprime steps and completed the 24 hour duration test with no prime issues occurring. The force sensor calibration was found to be within required specification. Unrelated to the complaint, there was moisture corrosion observed inside the battery compartment. A leak test was performed and no leaks were found. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The pump case was removed and the force sensor pins were found to be properly seated and the solder connections intact. There was no evidence of damage to the force sensor traces. The complaint of a prime issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).